Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product - -tibial component precoat size 3 part number:00588000300, lot number:62209202; -femoral component option for cemented use only size d left part number: 00588001401, lot number: 61885066; -tibial block and screws precoat size 3 5 mm thickness part number: 00598800326, lot number: 61988733; -tibial block and screws precoat size 4 5 mm thickness part number: 00598800426, lot number: 62290267. The complaint of revision due to pain from pseudo-tumor can be confirmed from x-ray review. However, complaint of corrosion/oxidation on the implants cannot be confirmed as neither excessive wear nor corrosion were seen on the returned devices. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause for this event cannot be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records for the stem components did not find any deviations or anomalies. This device is used for treatment. Compatibility could not be assessed as all the parts used in the surgery were not provided. A complaint history review was performed for the stem extension (lot#61894690) and the search identified no other complaints for the part search and also no complaints were identified for the part and lot search for the similar issue. A complaint history review was performed for the stem extension (lot#62255361) and the search identified no other complaints for the part search and also no complaints were identified for the part and lot search for the similar issue. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information. Concomitant medical products and therapy dates: product name: unknown #, unknown nexgen tibia, lot# unknown . Nexgen stem extension straight 10mm dia x 100mm length; part#: 00598801010, lot#: 61894690. Nexgen stem extension straight 11mm diax100mm length; part#: 00598801011, lot#: 62255361. Nexgen articular surface , size d; part#: 00588004017, lot#: 62115034.

Event description:
It is reported that the patient's knee arthroplasty was revised due to pain and a pseudo tumor along the resected tibial plane that created a hole through the cortical bone. Black color was also noticed around the device.